Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a (B)(6) registry regarding a patient receiving bupivacaine (30.0 mg/ml at 16.021 mg/day), dilaudid (1.5 mg/ml at 0.8010 mg/day), and compounded baclofen (150.0 mcg/ml at 80.10 mcg/day) via an implanted pump. The indication for pump use was lumbar radiculopathy and non-malignant pain. On (B)(6) 2016 the patient reported discomfort at the pump site due to the pump touching her pelvis on left side. The pump had migrated towards the patient¿s pelvis following weight loss. Examination the same day found pump migration/malposition. On (B)(6) 2016 the pump was repositioned. The event outcome was reported as ¿resolved without sequelae (B)(6) 2016¿. The event was related to the device or therapy and not related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.